Event description:
Healthcare proessional reported that approx 26 days post implant, the valve was replaced due to severe perivalvular leak and an aortic-to-right fistula, secondary to endocarditis that was present prior to the implant. After an uncomplicated aortic valve replacement, the pt died in the operating room from refractory left ventricular failure. The valve was returned for analysis. The serial number and additional info was requested but not received.